Event description:
Per the clinic, the patient experienced headaches that also occur independently of implant stimulation. Due to the severity of the pain, the patient was hospitalized. The implanted device remains in place.